Manufacturer narrative:
(B)(4).

Event description:
Physician was attempting to deliver 1 endeavor resolute drug-eluting stent to the rca but stent could not cross and was deformed. The device was removed from the patient. No clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).